Event description:
It was reported that the right ventricular lead exhibited oversensing noise causing pacing inhibition. A new lead was implanted, and the old lead was not extracted. There were no patient consequences.